Event description:
During a laparoscopic and hand-endoscopic-assisted right hemicolectomy, a new 30mm linear stapler(tl30) misfired. The original load was replaced with a reload and the stapler worked properly.